Event description:
It was reported that an initial microcatheter was used and performed well at the lesion (left fsa). The initial microcatheter passed a 0.014 guidewire past the occlusion. When the physician attempted to insert a second guidewire through the microcatheter, it did not fit and resistance occurred. The initial microcatheter was removed while the original guidewire remained in position. At this point, the physician used a second microcatheter (from the same manufacturer) with the original 0.014 guidewire. Both the second microcatheter and the guidewire were left in the body for a period of time and when attempting to remove the microcatheter, resistance occurred again. As a result, the microcatheter and the guidewire were removed from the pt's body as a unit; however the 7f sheath remained in the body. The procedure continued for approximately another 30 minutes with another catheter from a different manufacturer. It was further reported that multiple guidewire exchanges were performed during the procedure without any issues. However, it was not known if the physician was flushing between guidewire exchanges. There was no report of adverse events due to this incident and the pt was released from the hospital according to the original treatment plan. This is being reported as a notification only. It is volcano's policy to report all cases where a potential volcano device issue causes removal or exchange of the guidewire.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was returned to the manufacturer for evaluation. The microcatheter was inspected and kinks were found at approximately 48.5 cm and 3.7 cm from the distal end. The microcatheter was folded at the kink locations. Kinks of this nature would have prevented use of the catheter completely and would have been easily detected during preparation for use. They were not in the vicinity of the confirmed blockage hub and would not have resulted in the complaint. The tip was fish eyed due to use and would not result in the complaint. The manufacturer attempted to flush the microcatheter with 1 cc syringe, but it would not flush and was apparently blocked. Further investigation revealed the blockage location on the catheter shaft approximately 80cm from the distal tip. The microcatheter lumen was occluded by the disrupted tfe catheter liner. The liner appears to have torn when a guidewire became adhered to the liner and was then withdrawn from the microcatheter. Because the lumen was occluded the user could not re-establish guidewire position. Adhesion of the guidewire to the microcatheter liner was the cause of the reported complaint. This type of failure is likely due to user handling. It was further reported that multiple guidewires were performed during the procedure. However it was not known if the physician was flushing between exchanges. The IFU warning and precaution for this device states: never advance or withdraw a micro catheter against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement against resistance may result in damage to the vessel. While in the vascular system, the catheter should always be filled with either flushing solution or contrast medium. No further action in required.